Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.